Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 181 mg/dl. Customer stated that the pump fell out of his pocket and when he woke up, it hit the floor. Customer was using a (B)(4) battery. Customer stated that the battery compartment and the spring were neither damaged nor corroded. Customer inserted a new aaa (B)(4) battery and the display did not return. Customer removed the battery for 10 minutes and reinserted a new battery. Display still did not return. Customer stated that there was a blank triangle on the screen. There was also a battery out limit alarm. It was explained that this is normal pump behavior. Troubleshooting was performed for the failed battery test and the pump did not receive another failed battery test. A replacement battery cap will be sent as a courtesy. Insulin pump will need to be replaced. No additional information provided.